Manufacturer narrative:
The device was received for evaluation with a minicap and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. A small hole in tubing below the sleeve was identified during visual/functional inspection. The reported condition was verified. The sample did not meet specification for the reported issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a hole in the tubing close to the white twist clamp. This was noted during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.